Event description:
It was reported via legal documentation that this patient had an initial left total knee arthroplasty on (B)(6)2012, then approximately 10 years, 9 months later experienced a revision surgery on (B)(6)2022. Revision operative report of (B)(6)2022. She has had progressive debilitation and pain related to left knee. Examination revealed relative varus deformity with lateral ligamentous laxity. No clinical signs of infection. X-ray showed the left knee to be in a varus position with what appeared to be an attenuated lateral collateral ligament and capsule. There was early to moderate osteolysis under the anterior flange of the femoral component, but all components appear to be well fixed and in good position. Findings: all components were well fixed. There was significant hypertrophy of the synovial lining. There was a moderate amount of normal appearing joint fluid without signs of infection. The polyethylene liner did have at least moderate wear on the medial side and posterior aspect of the tibial spine with pitting and delamination; there was no evidence of catastrophic failure. Upon removal of the femoral component there was significant osteolysis involving the posterior aspect of the medial femoral condyle. The patient was revised to exactech devices. Dressings and compressive wrap were applied. Patient was taken to the recovery room in satisfactory condition. There were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer device information was not provided. Pending investigation. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.